Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced however imaging was difficult. The leaflets could not be grasped therefore the cds was removed. It was then noted the leaflets looked slightly frayed, likely due to the grasping attempts. The procedure was completed with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. The investigation determined the reported inability to grasp the leaflets appears to be related poor image resolution. The poor image resolution was due to the patient anatomy. The reported unspecified tissue injury appears to have been an outcome of the reported positioning failure as it was reported that the leaflet looked slightly frayed due to the grasping attempt. The reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.